Event description:
Multiple attempts to obtain further info from the customer were made via telephone converstaions and faxed written request. Info requestd included how long the pt was in respiratory distress before the narcan was administered; when the pt was intubated and for how long; any medical interventions required; the current status of the pt; the ordered parameters for the pump. No info was available from the customer.

Event description:
Overdelivery reported: the pt was receiving pain management therapy to control (unspecified) post-surgical pain. It was reported that at 19:00, the pt was transferred from the recovery room to the surgical nursing floor. In the recovery room, the pt had been receiving morphine sulfate in the continuous plus pca bolus mode of delivery. Prior to transferring the pt, the pump was re-programmed to deliver in the pca only mode of delivery. Neither delivery mode's programming parameters were available. It was reported that at 22:10, the pt pressed the bolus button twice and three bolus doses were delivered. The pt became unresponsive and a respiratory distress code was called. There was no info related to the pt's respiratory status at the time of the event. Narcan 0.4mg ivp was administered x2. There was no info available related to the time frame between the 2 narcan doses. The pt was transferred to the ICU and intubated. There was no info available related to length of stay in the ICU. There has been additional info requested from the customer related to specific programming parameters and pt outcome. When rec'd, the info will be communicated as a follow-up medwatch.

Event description:
Add'l info has been received from the customer since the initial and first follow-up reports were submitted. In 4/2000 at 14:30, the md orders for pca pump were for fentanyl basal rate 50mcg/hour, a pca dose of 25mcg over 15 minutes, and a 4-hour lockout of 500mcg. At 18:30, the basal rate of 50mcg/hour was dicontinued. Documentation in the medical record revealed that the pt was discovered unresponsive at 22:10 with an o2 saturation of 68%. Narcan 0.4mg was given intravenously at 22:10, and another 0.4mg was given at 22:15. The pt was intubated at 22:25 and extubated the next day at approximately 11:30. The pt was treated in the critical care unit from event date at approximately 22:30 until 2 days later at approximately 15:30. The pt received cardiac monitoring while in the critical care unit. The pt was discharge home 3 weeks later with instructions to use home oxygen at 2 liters.